Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a polyflux 170h , a particulate matter in the connector was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available for evaluation, however, pictures were provided. The visual inspection of the three provided photos showed in photo one the product out of the original packaging with the protection cap attached to the dialysate port. A brownish stain was visible at the blood port, however, it was not clear if it was outside or inside the port. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.